Event description:
Two veterinary technicians were performing a procedure in a room when they heard a loud bang. The sterilizer in the room came off the counter and hit one of the technicians in the back and sprayed both technicians with hot water. The technician who was struck went to the doctor. She experienced bruising and minor burns on her back and arms. No treatment was required. The second technician also experienced minor burns on her arms.

Manufacturer narrative:
The initial reporter stated to midmark customer service that "a tech said the previous owner may have torqued with the unit." While inspecting the unit's door latch assembly, it became clear that the door latch safety switch had been disabled. With the safety switch disabled, the unit was able to run a sterilization cycle even though the door was not properly closed.